Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the auxiliary water channel, distal tip cover and bending section glue could not be identified and a definitive root case of the issue could not be determined, however, due to observed leaks in the distal tip cover and biopsy channel, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope, function switch1 is defective. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the jet tube, distal end cover and adhesive on bending section cover or distal sheath rubber have foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to damage, switch1 does not work; grip has a scratch; switch box has a scratch; air/water cylinder has no color; suction cylinder has no color; scope cover has a crack; plug unit has corrosion due to water leakage; circuit board unit in scope connector has corrosion due to water leakage; cable unit has corrosion due to water leakage; due to a chip on distal end cover, water tightness is lost; due to damage on channel tube, water tightness is lost; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; jet tube has foreign objects; distal end cover has foreign objects; adhesive on bending section cover or distal sheath rubber has foreign objects; connecting tube has a buckling; and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.